Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent primary breast augmentation surgery with 300cc mentor smooth round moderate plus profile saline breast implant experienced right sided deflation post procedure. As a result, patient had an explantation on (B)(6) 2020.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 3/3/2020. Device evaluation summary: according to the information received, the patient experienced a deflation on the breast implant. The device was visually inspected and no apparent damage was found.leak testing was performed and a leakage from the valve was revealed. The analysis was¿unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).